Event description:
Customer reported receiving an imprecise reading on her freestyle freedom blood glucose meter. The meter reading obtained was 214 mg/dl compared to the laboratory result of 100 mg/dl. The blood tests were performed within a ten min timeframe. When plotting the readings against the average on a parkes error grid, the result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.